Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the jaw fracture was caused by attempting to remove the device through the trocar when it was completely closed. The damage to the trocar suggests that excessive force was used to remove the device, which caused the jaw to separate. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient and harm may occur." "Close the jaws before inserting or withdrawing the device through the trocar. Carefully insert and withdraw the device through the trocar until it exits the trocar and can be seen under laparoscopic visualization." This supplemental report includes a correction to from the initial medwatch. An update has been made to. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported, on behalf of a user facility, that during therapeutic laparoscopy the powerseal 5mm, 37cm, curved jaw sealer & divider, double-action was withdrawn from the patient¿s body through a trocar and the jaws of powerseal were caught on the trocar and pieces fell in the patient¿s body. All the pieces were reported to be removed from the patient. X rays were ordered post-operatively. Details of the x-ray results were requested, but not available at the time of the report. The procedure was completed without any adverse outcome to the patient.